Event description:
This (B)(6) male patient was originally treated with the cook zenith aaa graft system (one main body and two iliac leg grafts) on (B)(6) 2005. Patient had a history of abdominal aortic aneurysm (aaa) diameter reduction until 76 month follow up computed axial tomography/CT scan. At this time, an increase in abdominal aortic aneurysm (aaa) volume was detected. The proximal type ia endoleak was successfully corrected on (B)(6) 2012 by placement of a main body extension.

Manufacturer narrative:
(B)(4) - additional surgical repair is not specifically labeled in the IFU. (B)(4) - endoleaks are labeled in the IFU. Event evaluation: still under investigation.